Event description:
During an atrial septal occlusion procedure, a 10 mm amplatzer septal occluder (aso) and a 9f amplatzer torqvue 45 delivery system (dtv45) were selected for use. After positioning the dtv45 sheath, the aso was advanced and upon deployment, the left atrial disc deformed cobra-shaped despite multiple attempts. The aso and 9f dtv45 were both removed and replaced with a 12 mm aso and 8f dtv45 and the procedure was successfully completed. The patient is reported to be stable.

Manufacturer narrative:
The reported event of ¿the left atrial disc deformed cobra-shaped¿ could not be confirmed. The returned 10mm amplatzer septal occluder met all functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.